Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found rust inside the control body, rust inside the ultrasound interface, and rust inside the scope connector. Based on the results of the investigation, the root cause of the reported malfunctions could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasonic bronchofibervideoscope exhibited rust inside the control body, rust inside the ultrasound interface, and rust inside the scope connector. There were no reports of patient involvement.